Manufacturer narrative:
H3 other text : device serviced by third party service technician.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP . The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power supply. In addition, the inspection found corrosion on metallic surface. This report is being submitted for the corrosion found on the power supply during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.